Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that the burr became stuck with the wire. The target lesion was located in the left anterior descending artery (lad). A rotalink advancer w/tubular drive shaft and rotawire were selected for rotational atherectomy. During preparation, the guidewire was wound together with the burr. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.